Manufacturer narrative:
The calibration data provided show potential issues related to the condition/washing of the measuring cuvettes or the quality of the sample pipetting. Following the maintenance performed, the instrument works properly. The investigation determined the event was due to maintenance issues at the customer site.

Manufacturer narrative:
This event occurred in (B)(6). The customer has replaced all the reagents and all the electrodes including the reference electrode. The sipper and ise probe looked ok; the ise probe was replaced, but this did not help the issue. The results from an ise check were acceptable. The customer stated there were some deposits on both sides of the reference electrode; the deposits were cleaned off. The customer performed top-side cleaning of the instrument. The results from a precision check were ok. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 8 patient samples tested for sodium (na) on a cobas 6000 c (501) module. Of those 8 patient samples, 3 patient samples also had discrepant potassium (k) results. The initial results were run on the c501 module in question. The repeat results were run on a different c501 module. No questionable results were reported outside of the laboratory. The na and k cartridge lot numbers with expiration dates were not provided.